Event description:
Per voluntary medwatch report: "I am a contact lens wearer who within one day lost vision in my eye and have since experienced scarring of my cornea. I was not using the product listed in the alert. I am being treated for this, but not with an anti-fungal, which I believe is what could have healed my eye much faster before it became permanent." The consumer was contacted for additional info. She reponded indicating she has been using this product for several years without incident. The consumer reports that she was tardy on her 3 month contact lens replacement cycle. No concomitant lens care products were reported. The consumer states, she was told her cornea was shattered and continues to have blindness in that eye. The consumer also indicates, she has discontinued contact lens use. Add'l info rec'd from the consumer's physician indicates the pt presented with a central corneal opacity diagnosed as inflammatory keratitis. The physician states he cannot rule out involvement of the contact lens solution, however he believes the events are more likely attributable to contact lens wear. The physician states he did not perform a culture on the consumer's eye. On her last visit, the phsician indicates there was improvement and the cornea was scarring down. The physician reports visual acuity at that time was 20/50, however a baseline was not available. The physician indicates the consumer will have residual central scarring. The consumer recently rescheduled for follow up and add'l info is expected.

Manufacturer narrative:
Device not returned to MFR. Device discarded.